Event description:
It was reported that a small volume folfusor experienced no flow during infusion. After about 24 hours approximately 75% of the filling volume remained inside the folfusor; total fill volume was 93ml. The folfusor was filled with 26.88mg fluorouracil diluted with glucose 5% (43ml). The patient did not have the entire therapy; however, there was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Device manufactured between december 2, 2013 and december 3, 2013. Evaluation summary: the sample was returned for evaluation. A visual inspection and functional testing did not identify any malfunction or abnormalities that could have caused or contributed to the reported condition. The device was found to have flow when the luer cap was removed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).if any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.